Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 11/24/2014 with the following findings: the keypad was found to be torn and peeling. Evaluation revealed the up and contrast buttons were unresponsive. There was evidence of keypad contamination found under the up and contrast key contacts; the down and ok contacts were missing. Unrelated to the complaint, a battery compartment crack was observed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.